Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Additionally, a dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. A device history record was performed for the finished device batch number, and no internal actions were identified. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that the doctor tried to insert the ablation catheter into a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small but suggested that the fit did not feel like the others and did not risk pushing it further. Tried another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the problem did not occur. The preparation phase was normal until the sheath needed to be inserted. The sheath seemed narrowed but could not determine whether it was occluded as the physician did not progress it further. The customer¿s reported issue of resistance with the sheath is not considered to be an MDR reportable malfunction since the potential for patient injury due to this issue remote. On (B)(6) 2022, bwi¿s pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on (B)(6) 2022 and re-assessed it as MDR reportable.